Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user observed an "arterial module standard reference sensor failure" error message upon start-up of the monitor. As a result, an alternate device was employed for the procedure. There were no reported adverse consequences to a patient as a result of this event.